Event description:
It was reported that during an atrial fibrillation ablation a faradrive steerable sheath was selected for use. During the procedure, air was noticed in the sheath. Troubleshooting was performed by aspirating and flushing. The procedure was completed with the same device without patient complications. The device is not expected to be returned for laboratory analysis as it was disposed of. It was further reported, the physician states that when aspirating and flushing the faradrive sheath, the design of the 3-way stopcock creates an area in the stopcock where air bubbles form or get trapped. It is difficult or impossible to aspirate this air from the space and the issue was not resolved.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Media was reviewed by a boston scientific quality engineer. The video confirmed the allegation of visible air bubbles. However, the cause of the bubbles seen by the customer in the faradrive sheath was not able to be determined based on the information provided for analysis. The device has not been returned to boston scientific at this time. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive steerable sheath was selected for use. During the procedure, air was noticed in the sheath. Troubleshooting was performed by aspirating and flushing. The procedure was completed with the same device without patient complications. The device is not expected to be returned for laboratory analysis as it was disposed of. It was further reported, the physician states that when aspirating and flushing the faradrive sheath, the design of the 3-way stopcock creates an area in the stopcock where air bubbles form or get trapped. It is difficult or impossible to aspirate this air from the space and the issue was not resolved.